Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancy issues. The customer¿s blood glucose level from the reported event was 118 mg/dl while the sensor glucose level was 44 mg/dl. The sensor and blood glucose difference was not within acceptable range. The low sensor glucose triggered a suspend event. The threshold low suspend limit in the sensor¿s setting was 60 mg/dl. Troubleshooting was performed. The product will be returned for analysis.